Event description:
In 2001, this pt had a sudden deterioration in hearing. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation surgery occurred later.